Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use. Bme reported when pressing the power button to power it back on the lights will flash for a brief moment but then the cns will not boot up. The bme was able to replace it with another cns to continue monitoring patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use. Bme reported when pressing the power button to power it back on the lights will flash for a brief moment but then the cns will not boot up. The bme was able to replace it with another cns to continue monitoring patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. When they pressed the power button to power it back on, the lights flashed for a moment, but the cns would not boot up. There was no patient harm reported. Investigation summary: the unit could not be repaired as it required a new power supply which could not be replaced by nka. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/31/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 04/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. When they pressed the power button to power it back on, the lights flashed for a moment, but the cns would not boot up. There was no patient harm reported.